Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. Additional information was provided that the patient underwent repair of bilateral inguinal hernia surgery, excision of cord lipoma and right orchieotomy on (B)(6) 2016 and the mesh was removed. It was reported the surgeon noted in the ¿there was a mesh noted in the correct position but there seemed to be a rather large indirect hernia sac coming through the mesh¿the mesh was slit and the floor of the canal was inspected¿.the vascular supply of the testicle was dissected and felt to be compromised. At this point an orchieotomy was performed, scrotum was everted and the testicle dissected out from the scrotum from within. It was amputated¿¿ it was reported the patient has suffered increased chronic and debilitating pain, increased foreign body sensation, granulomatous and/or fibrotic tissue, mesh migration, mesh deformation, mesh contracture, mesh hardening and mesh stiffening. No additional information was provided.